Manufacturer narrative:
The coag button and cut buttons working intermittently was confirmed based on photographic evidence and device evaluation. Received one 60-6010-002 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, when opening the handpiece there is evidence of corrosion on the cut/ coag circuit board and there is fluid present within the handpiece itself. Performed a functional inspection using the esu system 7550, the cut and coag do not activate. Based on the evaluation and photos provided, a likely cause of this issue is the device was mishandled by the user and damaged. A device history record review could not be conducted as a lot number was not provided. A lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that these electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Improper use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6010-002, was being used during a transvaginal hydrolaparoscopy on (B)(6) 2021 when it was reported "the output button of coag was not pressed, but the output was issued." The procedure was reported as having been completed with an alternate same-like device. There was no report of patient injury, medical intervention, or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.